Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels ranged from 45-49 mg/dl. Low bg causes was not known. At the time of the reported events, the customer had not treated the low bg. Multiple attempts were made by tandem technical support to obtain a pump upload so a log review could be performed; however, no response from the customer was received.